Event description:
Patient called after discharge and call was forwarded to patient representative. Patient sated that her temperature had been taken twice during her stay from 5/27/92 - 5/31/92 in her left ear with the tympanic thermometer. She stated at that time that she developed problems with ringing in that left ear. The patient representative encouraged her to seek medical advice as she had not due to vacation. Our biomed department had checked the thermometer for temperature calibration. The manufacturer was contactedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed. Results of evaluation: telemetry failure, none or unknown, none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.